Event description:
It was reported that during a daVinci assisted endometriosis resection surgical procedure, when removed from arm to reload, the customer identified that the SureForm 30 Stapler instrument would not open. It was unable to reload.The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the da Vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.